Manufacturer narrative:
(B)(4). To date, the product has not been returned and no lot number information has been provided; therefore, the device could not be evaluated and manufacturing records could not be reviewed. If additional relevant information is provided in the future, the complaint will be reopened and a follow-up report will be submitted. At present, we consider this complaint to be closed.

Event description:
It was reported that auto release did not work when the surgeon used the perforator to open the burr hole. A midas drill was used. There was no damage to the dura. The product will not be returned to your site.

Manufacturer narrative:
Corrected field: lot number. It was previously reported that no lot number information would be provided. The lot number was later communicated. This report has been updated to reflect the corrected information. Upon review of manufacturing records, a follow-up report will be submitted.

Manufacturer narrative:
Updated UDI : (B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.